Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips shot out of the device when closing the trigger. This occurred with two devices. A third device was used to complete the procedure. No additional information is available. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.